Manufacturer narrative:
(B)(4). The reported condition was confirmed. The jaws were locked closed when received and the trigger was jammed. Excessive eschar was found between the jaws. The ski guide was caught on the internal track due to lateral force placed on the latch causing it to jump the a-track. The latch would not release to open the jaws. The device was disassembled and the investigation discovered damage to the ski tabs where the ski caught on the a-track. This occurs when the user applies excessive force to the latch. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device jaws could not be re-opened. A new instrument of the same type was opened and used to complete the case. There was no patient injury or tissue damage.